Event description:
It was reported that the patient faced two infusion set adhesive issues on (B)(6) 2026, since patient reported infusion set was accidentally pulled out during use which may led to bent cannula.

Manufacturer narrative:
Initial 1 of 2. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545. Manufacturing site: 3003442380.